Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reports no hearing sensation with the device. No trauma has been reported.

Manufacturer narrative:
Additional information: as per additional information received, the device was explanted but has not been received for investigation yet. The previously reported results namely, damage to the active electrode as might be caused by an external mechanical impact does still appear likely. However to determine an exact root cause a device investigation of the explanted device is necessary.

Event description:
The recipient reports no hearing sensation with the device. No trauma has been reported. The user has been re-implanted on (B)(6) 2018.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reports no longer having any hearing sensation with the device. No trauma has been reported. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
The recipient reports no hearing sensation with the device. No trauma has been reported. The recipient is to be re-implanted but no date for surgery has been received.